Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during a cataract surgery, a system message was displayed during the cortex removal phase. The procedure was initially primed, and phacoemulsification was completed. Irrigation and aspiration were started without issue, but irrigation became unavailable and a system message was observed. The surgical team was unable to reactivate irrigation using either the foot pedal or the on-screen controls. They returned to the phacoemulsification steps, but neither irrigation nor aspiration could be activated. They opened a new cassette and primed the system, after which functionality was restored and the procedure was completed. No patient impact was reported. This report pertains to ophthalmic console involved in the reported event.